Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, while the reported worsening mr was likely a secondary effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) of grade 4. A pre-existing bilateral prolapse was noted at the anterior 2/posterior 2 (a2/p2) leaflet segment. It was noted that there was some visualization difficulty due to poor transesophageal echocardiogram imaging, but leaflet assessment was performed and satisfactory. Two clips were implanted and the mr was reduced to grade 1. A post procedure transthoracic echocardiogram (tte) was performed on (B)(6) 2017 and it was noted that the second clip had detached from the posterior 2 (p2) leaflet (slda). The mr had increased to grade 4. A second procedure was performed on (B)(6) 2017. One clip was implanted and the mr was reduced from grade 3-4 to grade 2-3. Post procedure, the patient was in stable condition and was discharged to home on (B)(6) 2017. No additional information was provided.